Event description:
It was reported that before use on a patient., the cs300 intra-aortic balloon pump (iabp) has poor response of light sensor. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d4(UDI#),d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: h6 (medical device-problem code). Additional fields: e1(event site address: (B)(6)). It was reported that the device the cs300 intra-aortic balloon pump (iabp) poor response of the optical sensor. Getinge field service engineer (fse) operation check was performed and confirmed "the optical sensor response is poor". Since the occurrence of "optical sensor module failure" was confirmed replacement of the sensor module was recommended by fse but customer have decided not to carry out repairs as they are going to update into cardiosave. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) has poor response of light sensor.